Event description:
The customer reported that the system failed to perform fluoroscopy. The defective emergency stop button contributed to the event. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A replacement emergency stop button was sent to the customer. The customer confirmed that the system was working as intended following the replacement.